Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the physical damage to the full height cubie drawer. A field service engineer replaced the drawer slides and retractor band to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close. The customer stated that there was an ongoing delay in accessing medications, because they had to go to a different machine to obtain the required medications. The required medications were ativan and lorazepam. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the physical damage to the full height cubie drawer.a field service engineer replaced the drawer slides and retractor band to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close. The customer stated that there was an ongoing delay in accessing medications, because they had to go to a different machine to obtain the required medications. The required medications were ativan and lorazepam. There were no adverse events or injuries reported based on this incident.